Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon removal of the bd nexiva¿ closed IV catheter system blood leaked from the septum, and the clinician was exposed to blood. There was no report of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7263566. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.